Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump. It was reported that the, for the past 2 weeks, the patient had been having issues with the myptm application. The application would start to load, get to 90% and then stall for some time. Patient services walked the patient through how to clear data. Troubleshooting steps taken on the call resolved the issue. The patient stated that this had been an issue for about 2 weeks.